Event description:
It was reported that during the device change out procedure the right ventricular lead showed low impedance measurements. It was also reported that there was a lead polarity switch. Reprogramming was done and the lead remains in use. No patient complications have been reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.